Event description:
It was reported that the left ventricular (lv) lead exhibited increased thresholds. The lead was repositioned and is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular (lv) lead exhibited increased thresholds. It was later reported that the increased lv lead threshold was a result of a dislodgement. The lead was repositioned and is still in use. The patient was a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Subsequently, the lv lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the lv lead exhibited chronically high, rising, and varying threshold. The lv lead was capped and replaced.